Event description:
Per data review, it appears that the battery voltage was normal initially on 09/07/2018 at 3.217 v and then dropped down to 2.053v, which is indicative of a (near end of service) neos ¿yes condition. Subsequent interrogations and diagnostics show that the battery voltage is bouncing back slowly. This behavior of the battery voltage is indicative of asic latch-up condition, where the generator may have been exposed to electromagnetic induction (emi) or electrostatic discharge (esd) transients leading to premature battery depletion. Diagnostics are within normal limits throughout the history. Information was received indicating that electrocautery was not used around the generator during implant surgery prior to interrogation. The neurosurgeon assures that he doesn´t use electro cautery for these types of surgeries for aesthetical reasons. The generator was connected to the lead inside of the pocket in the initial interrogations, but was also tested outside when premature depletion occurred, and the result was the same. The generator was not placed on the table after it was removed from packaging. The generator was not in contact with any metal tools or other metal objects after being removed from its package. The explanted generator has not been received for analysis to date.

Event description:
Generator was received for analysis. Product analysis on the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. Review of the data downloaded from the generator indicated that the ¿pulsedisabled¿ byte was set to a value that represents a vbat<eos threshold condition. However, burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device implant/explant, which may have been a contributing factor. A reset of the pulsedisabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 2.933 volts as measured shows an ifi=no condition. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during surgery for a generator replacement, that when performing the system diagnostics on the newly implanted generator, it indicated that it was at near-end-of-service status. There were numerous checks, with different wands (with new batteries), with the lead connected and also disconnected, with the resistor and the result was the same. Communication with the generator was achieved and the impedance was in normal values. The patient was implanted with a backup generator which worked perfectly. The battery status showed as ¿ok¿ when interrogating the new generator within the package. Electrocautery was not used around the generator during implant surgery prior to interrogation. Review of the manufacturing records for the generator confirmed the device met specification prior to distribution. Additional relevant information has not been received to-date. The generator has not been received by the manufacturer to-date.